Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgt4020/8440591 and tgt4020/8440592. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a dissecting thoracic aortic aneurysm measuring 74 mm in diameter and was implanted with three gore® tag® thoracic endoprostheses (tgt3720/8386252, tgt4020/8440591 and tgt4020/8440592). Access and successful deployment of the devices was through a conduit in the abdominal aorta. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital.